Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 10:00 am he obtained a result of ¿212 mg/dl¿ on the subject meter. The patient manages his diabetes with janumet pills and stated that on (B)(6) 2017 at 10:00 am he took an additional dose of ¿janumet 850 mg¿ in response to the allegedly high result. The patient reported that on (B)(6) 2017, after the alleged issue had occurred, he developed a symptom of ¿sweat¿ which he associated with low blood glucose and visited the hospital where he had his blood glucose tested on a hospital meter, which gave a result of ¿116 mg/dl¿. The patient reported that he felt the result of ¿212 mg/dl¿ was inaccurately high in comparison to the hospital result of ¿116 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used, however the meter had been set to the incorrect calcode. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.